Manufacturer narrative:
Insulin on board (iob) is the insulin that is still active (has the ability to continue to lower the bg) in the body after a bolus has been delivered. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted that the insulin on board (iob) feature was increasing after a bolus was delivered. Tandem technical support education the customer on how the iob feature works. The customer reported to have delivered a bolus although there was an outstanding iob value. The customer wanted the iob to display 2. 67 units; however, after delivering a bolus, the iob was not 4.69 due to insulin stacking. The customer's blood glucose (bg) was not low due to the iob and would monitor the bg level.